Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The device was reprogrammed and lead remains in use. The patient is enrolled in the (B)(6) clinic study. No further patient complications have been reported as a result of this event.